Event description:
It was reported the driver tip broke while removing a screw, all debris was removed. Case was completed with a backup driver, no surgery delay and no report of injury.no further information was provided.

Manufacturer narrative:
(B)(4).the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.